Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment/partial display anomaly during test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were not able to read the screen. The blood glucose level was unknown at the time of incident. Insulin pump was not exposed to moisture. Customer stated that insulin pump was not dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.